Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted (B)(6) 2009. According to the complainant, the patient experienced pain due to eroded mesh and additional medical treatment and procedures. According to the physician, the patient was seen on (B)(6) 2009 and did not present with any complications. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.